Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent an endovascular treatment for occlusion with calcification of the abdominal aorta and bilateral common iliac arteries. Two gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) were implanted from the abdominal aorta to the bilateral common iliac arteries using the kissing stent technique. On (B)(6) 2025, a decrease in abi was observed and collapse of the vbx device was suspected. On (B)(6) 2025, a reintervention was performed for repair. Angiography and ivus confirmed a collapsed (compressed) vbx device on the left side. After balloon dilation with a non-gore balloon (mustang¿ balloon) using the kissing balloon technique, bare metal stents (s.m.a.r.t.®) were implanted bilaterally with relining the vbx devices, followed by balloon dilation again with the same balloon. Ivus confirmed lumen patency and the procedure was completed. Two vbx devices were used in this case, but it could not be determined which was implanted on the left side. The physician reportedly stated as follows: it was confirmed that the patient performed bowel massage post-operatively, which may have been a possible cause of the event.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: catalog#bxa077901j, serial# (B)(6), UDI (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.